Event description:
The reporter states that she obtained the following blood glucose comparisons on the accu-chek advantage system: 58mg/dl and 101mg/dl; 58mg/dl and 107mg/dl; 58mg/dl and 112mg/dl all aforementioned tests were obtained within 10 minutes. The reporter states that she ate 4 saltine crackers just to make sure everything was fine. No adverse event reported. New system sent and return requested.